Event description:
Female patient was taken to surgery for knee arthroscopy and meniscectomy. While using the smith and nephew curved synovator blade the surgeon encountered a problem in that the shaver was "binding up" and not rotating freely (this instrument should spin freely allowing the surgeon to shave bone as needed in orthopedic surgical cases). Once this problem was encountered the surgeon stopped using the synovator and utilized another device to complete the case. The procedure was finished and the patient was sent to the pacu for recovery. The device was retained for risk management. There was no injury to the patient.======================manufacturer response for dyonics 4.5mm curved synovator concave arthroscopic shaver, dyonics======================we have encountered a previous issue of this type with this particular device. We have returned 13 to the manufacturer for evaluation, 3 of which failed during use. Ten devices of the 13 were unused from the same lot number.